Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator that would not deliver oxygen. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not deliver oxygen. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.